Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. It was reported that the pt was found dead in a river after he did not return from taking a walk. A previous report of device disablement due to stomach problems indicated that normal mode output current was programmed to off, with magnet mode output current still on. It is unk whether normal mode output current had been programmed back to on at the time of death as no response has been received to manufacturer's attempts to obtain additional info from treating physician.